Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was determined that loss of connection was related to the mobile application. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined.